Event description:
It was reported that before surgery handle will not attach to body and handle could not perform up and down motion. No harm or surgical delay as issue was noted before clinical use. An additional device was available for use. Diligence is complete as no additional info is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: australia. E1: telephone: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results.. The following sections were updated: b4 b5 d4 g3 g6 h2 h3 h4 h6 h11 the reported event could not be confirmed due to lack of product being returned. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.